Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Returned product consisted of a coyote es balloon catheter. The shaft, hypotube, balloon and tip were microscopically examined. There was contrast in the inflation lumen and blood in the balloon. The balloon was loosely folded. There were numerous kinks throughout the hypotube. Microscopic examination of the balloon revealed a pinhole in the balloon wall at the distal edge of the markerband was revealed. Microscopic examination presented no irregularities in the balloon material or the markerband that could have contributed to the damage. The tip was damaged. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 20-jul-2017. It was reported that crossing difficulties were encountered. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery (ata). A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced to dilate the lesion; however, the device was not able to cross. The procedure was completed with another coyote balloon catheter. No patient complications nor injuries were reported. However, returned device analysis revealed a balloon pinhole.